Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the dhe related to the reported event. The company representative evaluated the unit and replaced the drive manifold assembly (part # 0104-00-0031). The iabp was tested to factory specifications. It functioned normally and was released to the customer. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "low helium" alarm with a full bottle of helium. The iabp showed a complete loss of function with an internal communication error after the customer rebooted the iabp. The customer again rebooted the iabp with the same result of an internal communication error. The patient was switched to another iabp and therapy was continued. No patient injury was reported.